Manufacturer narrative:
A ge svc rep performed an on site investigation. The rear tiller linkage shaft and climax coupler were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys near steering tiller linkage unable to release. No pt injury was reported.